Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on and the remote support service (rss) was offline. A field service engineer (fse) identified that the drawer board of the drawer 2.2 was failed and resulted in the power failure. Fse replaced the drawer board and rebooted the system to resolve the issue. Everything tested good in hardware test application and proactive inspection was performed. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not turning on and the remote support service (rss) was offline. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.